Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Patient reported experiencing severe hypoglycemia while using the ilet device. On (B)(6) 2024, patient received a low bg alert (<40 mg/dl) during the night. Patient stated bg continued to drop despite treatment with soda, resulting in inability to sleep. Confirmed low bg events occurred at approximately 2:00 am and 6:00 am pst. Prior to these events, reports indicate extended elevated bg after dinner (~7:00 pm pst) and meal announcement. On (B)(6) 2024, patient ate breakfast and announced meal at ~10:00 am pst. Bg rose briefly before dropping to 50 mg/dl. Patient consumed multiple sodas to correct lows. Current bg at time of call was 76 mg/dl. Patient reported blurred vision during hypoglycemic episode. No loss of consciousness, no professional medical intervention, and no assistance required. Device issued low and urgent low alerts. Agent advised patient to consult hcp/cds before continuing ilet use and to utilize backup therapy if discontinuing device. Agent will notify rct for follow-up regarding hypoglycemic events. It was concluded this event was undetermined.